Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient's device was implanted about 6 years ago, and since then they have had nothing but trouble with it. According to the report, the patient said it had caused them to be disabled, affected their mental clarity, memory, gave them frequent headaches, made them have seizures, and vision problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.